Manufacturer narrative:
The balloon of a saber 6mm x 15cm percutaneous transluminal angioplasty (pta) balloon catheter (bc) ruptured within its nominal pressure. There was no reported patient injury. The lesion was the superficial femoral artery. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A product history record (phr) review of lot 82204582 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors or vessel characteristics (although unknown) may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention.¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a saber 6mm x 15cm percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. There was no reported patient injury. The lesion was the superficial femoral artery. The device is expected to be returned for evaluation.